Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, moderately tortuous, and moderately calcified de novo lesion in the posterior lateral artery. A 2.5x8mm nc traveler rx balloon ruptured during the first inflation at 8 atmospheres. The procedure was successfully completed with a 2.5x8mm non-abbott balloon catheter and the deployment of a xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.